Event description:
It was reported by service report that the head end of o2 bottle holder was broken. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
O2 bottle holder.